Event description:
Quadriplegic pt underwent c5-6 corpectomy with c4-7 interbody fusion using left iliac crest autologous bone graft and synthes plate on 4/27/94. Fusion failed and hardware removed on 11/22/94 after fractured screws noted on x-rays and CT scan.